Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. No crack on the battery side of the pump noted during visual inspection. However, the pump was received with a scratched case. The pump was also received with a blank display. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to blank display. Unable to download history files and traces using thump due to blank display. The pump was cut open to perform visual inspection and found j7 power connector becoming loose from pcba 1 due to severely corroded pcba 1. Severe corrosion was also found on the pcba 2, force sensor, motor, vibrator assembly, battery tube assembly and battery tube spring noted. The original pcba 2 was cleaned using isopropyl alcohol and swapped out with a working test pcba 1, test case, internal battery and motor. Using the battery simulator, the pump was still unable to power up. Blank display was confirmed due to j7 power connector becoming loose from pcba 1 due to severely corroded pcba 1. The molding knit line damage (near the belt clip plate) was acceptable per case assembly cosmetic specification, 10833007doc. The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: a cracked reservoir tube lip. Cosmetic damage at the battery side of the pump was not confirmed, however, other cosmetic damage was noted. Unable to perform the required testing, download history files and traces using thump due to blank display. Blank display was confirmed due to j7 power connector becoming loose from pcba 1 due to severely corroded pcba 1. During visual inspection, severe corrosion was also found on the pcba 2, force sensor, motor, vibrator assembly, battery tube assembly and battery tube spring noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Select patient information cannot be provided due to regional privacy regulations.

Event description:
Information received by medtronic indicated that the customer reported crack on insulin pump battery side. Troubleshooting was performed and the customer stated that the insulin pump has been bumped. The customer confirmed that there was no damage to the retainer ring and out-of-box. No harm requiring medical intervention was reported. The customer discontinued the use of the insulin pump, and the device was returned for analysis.